Event description:
It was reported that as the coil was being deployed into the aneurysm, its position was not satisfactory and only part of the coil was positioned within the aneurysm. As the coil was being withdrawn, it broke. The physician was able to remove the device from the patient and complete the procedure with other coils. There was no clinical consequence to the patient.

Event description:
It was reported that as the coil was being deployed into the aneurysm, its position was not satisfactory and only part of the coil was positioned within the aneurysm. As the coil was being withdrawn, it broke. The physician was able to remove the device from the patient and complete the procedure with other coils. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was returned with the microcatheter used in the procedure. Inspection of the device found that the coil was not attached to the delivery wire. The delivery wire was kinked at 33.5cm and 80.5cm from the proximal end. The coil was not returned. The distal end of the delivery wire was examined under microscopy and it was evident that the coil had separated from the delivery wire at the polyethylene tetraphthalate (pet) junction. A remnant of the pet was evident on the inner coil of the delivery wire. The microcatheter was examined and blood was found in the hub and throughout the shaft. The blood in the shaft caused resistance when a 0.0158" mandrel was advanced through the microcatheter. Based on the information available and the investigation it is likely that a combination of insufficient flush and repositioning of the coil resulted in the coil separating from the delivery wire as it was withdrawn. Therefore, operational context is the most likely cause of the event.

Event description:
It was reported that as the coil was being deployed into the aneurysm, its position was not satisfactory and only part of the coil was positioned within the aneurysm. As the coil was being withdrawn, it broke. The physician was able to remove the device from the patient and complete the procedure with other coils. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation so a definitive cause for the event can not be determined. Based on the information provided there were no anomalies noted to the device prior to use. A review of the manufacturing records confirmed that a device from this lot passed the tensile test. Based on the information available it is likely the coil stretched during repositioning and this resulted in the reported break as the device was being removed from the patient. Therefore, operational context is the most likely cause of the event.

Manufacturer narrative:
Additional information from the user facility stated that no anomalies were noted to the device prior to use, continuous flush was maintained and the anatomy was not tortuous. No friction was encountered at any time when using the device and the delivery wire was not rotated.